Event description:
The physician reported that embolization of splenic artery's peripheral was performed. A renegade stc-18 was advanced to the target area and this coil came out slightly from the distal shaft. When it was pulled for being formed, it was not able to be pulled. Then it was departed and flew to peripheral area. In this procedure, the physician did not torque the delivery wire. The physician reported that the coil was not retrieved as he thought it did not need to be retrieved and will perform follow-up.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the device is returned or further significant information is obtained, a supplemental report will follow.